Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found to have exhibited competitive atrial pacing, which was found to have occurred with a true ventricular fibrillation episode. The arrhythmia was terminated successfully with an ICD shock. Corrective programming changes were recommended but were not yet made. The patient was stable throughout.